Event description:
A report of exposure symptoms resulting from cidex plus solution was rec'd from complainant. Rptr claims varying symptoms such as burning in the mouth, dizziness, bronchial discomfort, bleeding in the nose, and asthma that have resulted in their being on workman's compensation since 8/2001. Complainant reports pt works in the reception area of a dental office that they decline to name at this time. Complainant reports that instruments are soaked in a chemical and then processed in an autoclave without rinsing. Pt reports that the work area for and another employee who is experiencing similar symptoms is in close proximity to the autoclave venting outlet. Complainant cannot confirm that the dental office uses cidex plus or that it is the chemical which pt believes may be contributing to their condition. Asp customer support provided the complainant with the msds for cidex plus. Add'l info is being sought to confirm this report.